Event description:
A customer obtained an unbelievable elevated troponin (accutni) result of 75.65ng/ml for one patient. Upon repeat testing a result of 0.38ng/ml was generated. A fresh sample collected from this patient gave a result of 0.55ng/ml initially, and a result of 0.50ng/ml when the sample was re-tested. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in lithium heparin pst plasma tubes and centrifuges samples for 3 minutes. Qc was within the customer's established ranges prior to the event. A system check performed on (B)(4) 2010 passed within instrument specifications. There were no errors in the event log or messages associated with this event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing and a precision run; both tests met specifications. No hardware issues were noted. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.